Manufacturer narrative:
Corrosion was observed on the mechanism rail and pcb, resulting in low batteries an external power supply was attached to the pcb in an attempt to retrieve data, but data was ultimately unavailable. As such, the presence of an alarm could not be determined. A tear was observed on the unexposed portion of the soft cannula, resulting in a fluid leak. The internal cannula tear can be confirmed as the source of the internal corrosion and low batteries/data loss. Because the presence of an alarm during operation could not be verified, it could not be determined if the internal cannula tear is in any way linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006. Hardware: pixel 6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation with high blood glucose levels.